Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. Technical services (ts) was contacted for programming assistance. Ts recommended for device to be replaced due to no programming changes can be made when device is in safety mode. At this time, the pacemaker remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during a follow up visit, the health care professional (hcp) experienced difficulties interrogating the device. Ts was contacted and it was confirmed cause of the interrogation difficulties was due to device being in safety mode. Subsequently, a device replacement procedure was performed where this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned for analysis. Pi analysis was completed on the device using available information. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. Technical services (ts) was contacted for programming assistance. Ts recommended for device to be replaced due to no programming changes can be made when device is in safety mode. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.